Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's fiber optic connector is broken.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the fiber optic connector. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
N/a.

Event description:
It was reported that during routine preventative maintenance performed by getinge field service engineer (gfse), the cardiosave intra-aortic balloon pump (iabp) unit's fiber optic connector is broken. There was no patient involved.

Event description:
It was reported that during training, the cardiosave intra-aortic balloon pump (iabp) unit's fiber optic connector is broken. There was no patient involved.